Event description:
It has been reported to us that during the procedure the occlusion balloon deflated unexpectedly. The physician inserted the occlusion balloon wire into the pt and inflated the occlusion balloon to occlude the vessel. The physician inserted a balloon catheter and performed intervention. The physician removed the balloon catheter and noticed that the occlusion balloon was deflating. The physician inserted the aspiration catheter and quickly aspirated particulate from the vessel. The pt is reported to be fine.